Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. There was a pinhole at the marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.20mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the second inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a 1.2x15mm emerge balloon. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.20mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the second inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a 1.2 x 15mm emerge balloon. There were no patient complications reported.